Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. The pump passed the excessive no delivery test. There was no excessive no delivery alarm noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 50 mg/dl at the time of the incident. Caller stated that she noticed some condensation build-up. Customer also woke up 2 nights ago with a no delivery alarm. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.